Manufacturer narrative:
One opened probe was received, with a tip protector, in a pouch, for the report of cutting failure during surgery. The sample was visually inspected and found to be nonconforming with orange/brownish foreign material on port face and welded cap. The sample was then functionally tested for actuation and was found to be nonconforming for actuation. No cut test could be performed due to port of the inner cutter was broken. The probe was disassembled and the components inspected. The degree of wear could not be determined due to the visual condition of the port. Gouge marks were observed at several locations along the inner cutter. Probe needle was not bent however inner cutter was observed is slightly bent. A review of the device history record traceable to the reported lot number, indicates that the product was processed and released according to the product¿s acceptance criteria. The evaluation indicated that the probe sample had an actuation failure. The cause of the actuation failure is the broken inner cutter of the probe. The tip of the cutter was broken off which caused part of the cutter to be missing and, therefore, not present in the port of the needle when the cutter was actuated. The complaint evaluation was not able to confirm the report of cutting failure due to broken inner cutter. An internal investigation has been initiated in order to investigate the root cause of hypervit probe inner cutter breakages. The evaluation was not able to confirm the repot of cutting failure; therefore, no additional actions with regard to this complaint were taken by the manufacturing. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that cutting failure occurred during surgery. The condition of aspiration and actuation is unknown. The product was replaced and the procedure was completed. There is no patient harm.